Event description:
It was reported that t-wave oversensing resulted in noise detection and an alert. The patient had no symptoms. The notifier was reprogrammed. Follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.